Event description:
In 11/2005 a customer had a problem with the mahurkar dialysis catheter. The customer alleges "while inserting the dual lumen catheter at the bedside, upon withdrawing the guidewire it became stuck. Upon further removal of the guidewire it stretched and broke inside the catheter; the piece was removed when the catheter was remove from the pt. No pt injury was noted."